Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll w/ndl 18x1-1/2 rb had foreign matter inside the barrel of the syringe. This was discovered during use. The following information was provided by the initial reporter: material no.: 309580 batch no.: 0077232. It was reported that water was found inside the barrel of the syringe and also liquid was found in the sealed packaging.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. Based on the verbatim, it is possible the ¿liquid¿ was silicone. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect h3 other text : see h.10.

Event description:
It was reported that syringe 3ml ll w/ndl 18x1-1/2 rb had foreign matter inside the barrel of the syringe. This was discovered during use. The following information was provided by the initial reporter: material no.: 309580 batch no.: 0077232 it was reported that water was found inside the barrel of the syringe and also liquid was found in the sealed packaging.